Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported product was not implanted/ explanted, this was previously reported in error. Medical product- shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners catalog#: 00875705401 lot#: 63679490, wc shell cap w/o rot. Control catalog#: 00-8790-003-10 lot#: 67255420. Complaint sample was evaluated and the reported event was confirmed. A hybrid offset shell inserter and a 54mm shell was returned for evaluation. As returned, the threaded shaft of the hex bolt has fractured from the hex head which remains in the frame of the inserter. The inserter handle exhibits severe damage that indicates off axis impaction, however, it could not be confirmed that the reported user caused the observed damage. DHR was reviewed and no discrepancies were found. Based on review of the returned device, it is likely that the off axis impaction caused the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty. When the surgeon attempted to make a slight change in the angle of the cup, the tip of the inserter broke off in the shell. The inserter could not be re-engaged with the shell so the shell was removed and another shell implanted. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). Concomitant: 00875705401, shell with cluster holes, 63679490. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. During the surgery, the tip of the inserter broke off into the shell. Attempts have been made and additional information on the reported event is unavailable.